Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A kink was found on the catheter tubing and inner lumen approximately 52.1cm from the iab tip. A kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. The evaluation determined kinks in the catheter tubing and inner lumen. We are unable to determine when the kinks occurred. The evaluation confirmed the reported kink. The reported fiber optic sensor failure cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in the or, the cs300 intra-aortic balloon pump (iabp) generated an unable to calibrate fiber optic sensor alarm. Prior to this alarm, the iab was functioning appropriately, the helium line was flat but both EKG and art line were working. The patient's pulse was slow (40) and the customer felt that it was flat for over two minutes before it started working again. The arterial pressure waveform was reported to be pulsatile and appropriate, with a map of 60, but the alarm continued. After the patient came off bypass and the iabp was turned back on, there was no pressure line showing for systolic or diastolic. However, there was a perfect waveform. When placed in auto, it would go to pressure but never once showed them what those numbers were. The iab was removed from the patient the same day and a slight kink in the iab was noted. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy in the or, the cs300 intra-aortic balloon pump (iabp) generated an unable to calibrate fiber optic sensor alarm. Prior to this alarm, the iab was functioning appropriately. The arterial pressure waveform was reported to be pulsatile and appropriate, with a map of 60, but the alarm continued. The iab was removed from the patient the same day and a slight kink in the iab was noted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - cardiovascular technologist (cvt). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 800817 h3 other text : device not returned.